Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance, low sensing, and loss of capture were observed. X-ray revealed that the lead was dislocated. The lead was explanted and replaced. Patient condition was good and stable.